Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced multiple issues with the implant and subsequently was administered medication and underwent revision for an abutment change in (B)(6) 2017.